Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call the buttons had to press little bit harder, the insulin pump had error code before and insulin shoot out of infusion set when priming instead of dripping. The customer¿s blood glucose level was unknown. The customer also reported that the battery cap had a bunch of chips and dings, minor scrapes on display screen and had to take battery out and restart everything. The insulin pump had no delivery alarms a lot more frequently in the past couple months and had to rewind more than once per prime because of no delivery alarms. The insulin pump will be returned for analysis.